Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had non-sustained ventricular tachycardia episodes due to t-wave oversensing (twos) post sense. Follow-up information was obtained from the clinic indicating that no reprogramming or other intervention was done. The rv lead remains in use. No patient complications have been reported as a result of this event.